Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, after the first firing, the cartridge fell into pt because ID didn't hold anymore. The cartridge was retrieved and the surgeon used another like device. There was no pt consequence.